Manufacturer narrative:
Correction to the initial MDR in field sc-1110-02, s/n (B)(4) there is no report of ipg malfunction in the reported complaint, only that the patient expired and the system was explanted. The ipg exhibits normal device characteristics. Sc-8216-50, s/n (B)(4) it is indicated that the paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's device was returned. Upon further investigation, it was discovered that the patient recently passed away. No further information could be obtained.

Manufacturer narrative:
(B)(4). Date of death: ni. Additional suspect medical device components involved in the event: model: sc-8216-50 serial: (B)(4). Description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's device was returned. Upon further investigation, it was discovered that the patient recently passed away. No further information could be obtained.